Event description:
At some time after initiating use of the device as part of and intravenous administration set, the device was sumised to be leaking, based on th eappearance of wet beding in the vincinity of the device. No effects were reported for the pediatric patient receiving the infusion.